Manufacturer narrative:
(B)(4). Batch # r57g95. Device evaluation: the analysis found that one ntlc75 device was returned with no apparent damage and with two cartridges reloads present. The reload (sr75 - b) had the swing tab in the unlocked position, and the proximal one driver up and the remaining drivers were down with staples present. The cartridge (sr75 - c) was received unfired with both gripping surfaces broken with the dog house damaged and the knife module broken. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the damage in the reloads indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. Make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, when the surgical technician places the recharge in the stapler the blade is damage, another recharge is passed and the blade was on the outside. A new stapler and recharge is passed and the surgical procedure continues. There were no patient consequences reported.